Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was explanted due to lead endocarditis. No further information was available at this time.

Event description:
New information received notes the patient was in stable condition before, during and after the procedure.